Event description:
A report was received that the patient will undergo a revision procedure due to difficulty charging the ipg.

Manufacturer narrative:
Additional information indicated that the patient does not have insurance and will not undergo the revision procedure. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a revision procedure due to difficulty charging the ipg.

Manufacturer narrative:
Additional information indicated that the patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A returned product analysis indicated that the complaint was confirmed. Although the ipg passed the functional test, it exhibited excessive sleep current. The device profile indicates that the battery depletion rate reveals that the ipg prematurely depletes with given stimulation setting. Troubleshooting to specific component level is impossible since both analog/digital ic are covered in the epoxy resin top. The source of the device failure could not be determined.

Event description:
A report was received that the patient will undergo a revision procedure due to difficulty charging the ipg.

Event description:
A report was received that the patient will undergo a revision procedure due to difficulty charging the ipg.